Manufacturer narrative:
(B)(4): the product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: stenosis it was reported that patient underwent discectomy on (B)(6) 2016. Intra-op, the handle of the pituitary broke completely off. Product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.